Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 49mg/dl. Troubleshooting found that the drive support cap is normal and the customer's doctor recently changed the insulin pump settings. Customer is unsure if the settings are correct and was advised to monitor pump and to follow up with their doctor regarding the low blood glucose.